Event description:
Caller reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. After confirming consecutive cartridge alarms and ensuring the pump was still under warranty, technical support decided to replace the pump. They instructed the caller on returning the faulty pump, programming settings into the replacement pump, and connecting their continuous glucose monitor (cgm). The caller agreed to continue using the current pump unless issues persisted, in which case they would switch to multiple daily injections (mdi) as backup therapy. Technical support sent a replacement pump and provided all necessary instructions for the process.